Event description:
It was reported that the physician tried to insert the right ventricular lead into the port however, the lead was unable to advance into the header. After multiple time the physician could not engage set screw to loosen. The implantable cardioverter defibrillator was removed and replaced. The patient was in stable condition.